Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue -- customer states when she insets test strip meter does not power on, and she can hear a clicking noise from where test strip is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.